Manufacturer narrative:
Method: device history records, complaint history & packaging insert review. Eval summary: an eval of the device cannot be performed as the device was kept by the pt and was not returned to the MFR. The reported devices, x-rays and medical records were requested, but not made available. The device mfg history record for the lot code t01l211 indicates that devices were mfg and accepted into final stock with no reported discrepancies related to the reported event. The product experience reporting database shows that there have been no other reported events regarding the reported lot code. A review of the packaging insert noted the following applicable warning: "loosening of total knee components can occur. [...] Late loosening may result from trauma, infection, biological complications including osteolysis, or mechanical problems, with the subsequent possibility of bone erosion and/or pain." If device or additional info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-00514.

Event description:
It was reported that: "scorpio total knee components were explanted and triathlon ts was implanted. I do not have personal info on pt because of confidentiality regulations." Additional info received stated, "this knee was revised because of loose components."